Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 the device associated with this report was returned to depuy synthes for evaluation. The device scrdriver shaft 1.3/1.5 t4 self-holding is found stripped. No other finding is seen. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed for the scrdriver shaft 1.3/1.5 t4 self- since it is not applicable to the complaint condition . A functional test was not performed since it is not applicable to the complaint condition the overall complaint was confirmed as the observed condition of the scrdriver shaft 1.3/1.5 t4 self- would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: 03_130_010 rev. F current and manufacured. H4,h6 manufacturing location: supplier- universal punch / monument, manufacturing date: 02-jun-2021, part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot number: 71p0155 (non-sterile). One piece scrapped at op# 40, laser mark, for laser etch-illegible. Four pieces scrapped at op# 60, vendor tin coat, for sample-destructive testing. One piece scrapped at op# 70, incoming inspection, for laser etch-position. Production order traveler met all inspection acceptance criteria apart from the six pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 rev g met all inspection acceptance criteria apart from the 1 piece noted. Packaging label logs (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 15-feb-2021 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.18. Inspection certificate supplied to universal punch from zapp (for raw material) dated 17-sep-2019 was reviewed and determined to be conforming. Certification of analysis supplied by (B)(4) for op # 60 (tin coat) dated 30-apr-2021 was reviewed and determined to be conforming. Certificate of compliance supplied by (B)(4) for op #80 (colorize) dated 27-may-2021 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif with the screwdriver shaft and the cortex screw for the proximal phalanges. The screw head and the screwdriver did not engage properly, and it made difficult to insert the screw when the screw was attempted to insert into the proximal phalanges. The screw head broke and could not be used for surgery. Another screw was used instead of the broken screw in question. The surgery was completed successfully without any surgical delay. The patient was reported as stable. This report involves one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1 initial reporter facility name: (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.